Event description:
The customer stated she is getting lower milk expression and her doctor has diagnosed her with a mastitis infection and treated her with antibiotics.

Manufacturer narrative:
Medela customer service sent 21 mm breast shields to the customer and recommended her to get fitted by a lactation consultant. The product involved in the complaint was not returned for eval/ investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk mastitis is higher among women who have breastfed previously, especially those with a history of mastitis". [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).